Event description:
Nursing staff used the needles to administer immunizations to (B)(6) residents in our health officer's clinic and in our back to school immunization clinic. Staff reported the needle safety are faulty and unsafe to use. The following safety issues were reported by nursing staff: force needs to be used to ensure the safety engages; needles are bending out of their safety hubs; intermittently the needles are dull which is dangerous and painful to the patients as more force needs to be used to punch them through the skin; intermittently the needles are coming out through the back of the safety. Reference reports: mw5159000, mw5159001, mw5159002, mw5159003, mw5159005. All dps safety needles have been removed from our clinics and discarded. The following is the information for the faulty discarded needles: dps safety needles, 25g x 1 inch. Lot w2106073, exp. 6/03/2026, ref. 100800000066; lot w2106094, exp. 6/18/2026, ref. 100800000066; lot w2106074, exp. 6/04/2026, ref. 100800000066; lot w2105098, exp. 5/08/2026, ref. 100800000066; lot w2105099, exp. 5/09/2026, ref. 100800000066; lot w2106078, exp. 6/06/2026, ref. 100800000066.